Event description:
Reporter alleged blood glucose measured 72 mg/dl back to back with a result of 36 mg/dl when tests were performed 2 minutes apart. It was stated customer took glucose tablets when glucose was low, however, no other actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.